Event description:
It was reported that there was a cut on the "fill" line of a homechoice automated pd set w/cassette. This was noted by the home patient prior to use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.